Manufacturer narrative:
Device evaluation conclusion: the oad was received at csi for analysis. The driveshaft had been destructively cut. A complete analysis was not possible due to the condition of the returned device. The driveshaft section was kept at the user facility for their own analysis. At the conclusion of the device analysis investigation, the report that the oad became stuck in the vessel could not be confirmed through analysis. The reported dissection also could not be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) became stuck during the use of glideassist to advance the oad for treatment of chronic total occlusion in the left anterior descending artery (lad). The user initiated a low speed treatment in order to remove the oad. A type c dissection occurred in the lad. Atherectomy was stopped, and the procedure was completed with planned stent placement. The patient was in good condition following the procedure.